Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed a 0.210" x 0.100" oblong hole burnt through the distal end of the main tube. The hole center is located approximately 0.650" above the tube extension. Localized material removed around the hole indicates an arcing event occurred. The instrument was disassembled to find the tube extension and hypotubes charred in the same location as the hole. A crack in the distal end of the tube was observed, with the crack starting at one of the slot features and running to the bottom of the hole. It was concluded that the crack in the tube most likely created a path for arcing to occur. The source of the crack cannot be determined. No other damage was found.

Event description:
It was reported that during a da vinci s total abdominal hysterectomy procedure, the monopolar curved scissors instrument began to malfunction. The electrocautery cable was replaced and shortly after, smoke was observed coming from the connection site between the instrument and electrocautery cable. The instrument and cable were removed and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.